Manufacturer narrative:
No repair information available. The initial MDR incorrectly reported that the device was part of a recall no. Z-0814-2025. This supplemental MDR correction is being filed to correct the b5 event description, correct and update h6 coding, remove recall information from the h7 and h9, and correct h11 additional narrative.

Event description:
It was reported that there was a malfunction resulting in potential agent delivery less than 20% from the setting. There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for reduced concentration delivery of anesthetic agent per 21 cfr 806 on 27-nov-2024. The FDA recall number is (recall no. Z-0814-2025). Customers were sent a letter explaining the issue and instructions for inspecting for correct output concentration. Gehc will replace all affected units. Block a: no report of patient involvement.

Event description:
As a result of an inspection that was completed as part of the correction and removal initiated by ge healthcare (gehc) on 27-nov-2024, (recall no. Z-0814-2025) this unit was identified as having an issue with reduced concentration delivery of anesthetic agent. There was no patient involvement.